Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient called to get the guidelines for MRI of the knee. When they found out it is not recommended, they said the stimulator never worked, and they haven¿t used it in years. They had problems from the very beginning. The trial worked well but when they got the permanent device it didn't perform like it was supposed to. So, patient said forget it. The patient said it is not bothering them but they need the system out to have MRI. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. The patient said she was going to call the implanting to doctor to have it removed.